Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl, mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, patient has not been diagnosed with bia-alcl, disfigurement, pain, contracture [baker grade unknown], itching, swelling, animation deformity, and tissue damage. The following reported events have been deemed not related to the device: anxiety (generalized), post-traumatic stress, chronic insomnia, chronic gastrointestinal upset ulcer, aggravation of underlying conditions, other physical and emotional manifestations that are severe and ongoing, and nausea. This record is for the right side. The device has been explanted with capsulectomy.